Event description:
It was reported by exactech (B)(4) that an instrument broke during surgery. Per the representative the 38mm broke during surgery. No pieces were left in the patient. Digital fluoroscopy and a CT scan were used. The issue caused an hour delay to surgery, without complication to the patient. The patient was discharged home without complications. Image provided. The device was returned. The representative was present at the time of surgery. Attempts were made to request additional information from the representative, and a response was received. The rep stated she would contact the surgeon to obtain the information. No further responses have been received. No additional information has been provided by the contacts related to this event following multiple attempts.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The devices were available for analysis. Engineering analysis completed by ah on 9/10/2019. Investigation # and description: (B)(4). Findings: based on the investigation conducted under (B)(4), it was determined that the user instruction (e.g. The surgical technique) was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: if the user applies a bending moment to the pilot tip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. If the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. Most likely underlying cause/root cause: based on (B)(4), the broken device reported in (B)(4) was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. Corrective action taken: as part of (B)(4), the following corrective actions were taken: the surgical technique was updated to advise surgeon to avoid applying a bending torque to the pilot tip reamer or using the reamer to retract the humeral head as this may cause fracture of the pilot tip ((B)(4)). Update the rmr to include the risk of pilot tip reamer fracture as a result of bending or its foreseeable misuse as a retractor ((B)(4)). Additionally, per (B)(4), a recall communication was sent to users notifying them of the issue and alerting them to the change in the operative technique (z-2663 through 2668-2017, may 2017). Comments: per (B)(4), no further action is required at this time. This issue will be re-escalated, and the decision will be re-evaluated if the complaints exceed a threshold of >35 total events or > 3 events with reported patient harm. This will be tracked as part of the monthly complaint monitoring. This issue will be addressed via the equinoxe ergo instrumentation redesign project. In the new equinoxe ergo instrumentation, the design of the pilot tip reamer is changing. The pilot tip is not on the reamers but on the driver instead (all reamers are cannulated). The diameter of the pilot tip is also increasing from 2.0mm to 3.2mm. Lastly, the material will change from 440a to 455 stainless steel. See (B)(4). This new ergo instrumentation design will be implemented as part of a phased roll-out, first in the us and then to other markets, beginning in mid-2019. Full implementation is expected by q4 2020 (us) and q4 2021 (ous). Going forward, the special reamers will be updated to ergo specification. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. No pieces were left in the patient. Digital fluoroscopy and a CT scan were used. The issue caused an hour delay to surgery, without complication to the patient. Based on (B)(4), the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.